Event description:
The report stated that the ligasure v handpiece failed to seal.

Manufacturer narrative:
Date of initial report: december 21, 2007. To date the incident sample has not been received for evaluation. The site has been asked to provide additional details on this incident but has not responded yet. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.